Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Concomitant medical products: healon 0.85 ml, lot #: unknown and non-amo knives (custom pack), lot #: unknown. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion of the intraocular lens (iol), the surgeon discovered a tiny particle in the patient's eye. The surgeon used tweezers to remove the particle from the patient's eye without any patient injury or enlarging the wound. In follow-up, it was confirmed that the particle was removed from the patient's eye and the lens remains implanted the patient's eye because there was no issue with the lens itself. The particle is available for return. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was returned to manufacturing site for evaluation. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge, which indicates that the unit was handled and prepared for surgical use. The plunger and pushrod were advanced in the preloaded insertion system. Also, no assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. Additionally, a returned particle was identified using a stereo microscope and submitted for analysis by spectroscopy. Analysis of the designated particle shows that it is cellulose (e.g. Rayon, lint, cotton). A manufacturing record review was performed. The product was manufactured and released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency was identified. This is the only investigation requested for this production order (po). In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The analysis for the returned particle results was evaluated in order to determine if the debris/ particle complained about belong to the lens manufacturing process. Based on the investigation results the foreign material/particle is not compatible with the composition of the preloaded components of the intraocular lens and/or the lens delivery system. Therefore, the source of the foreign material/particle could not be determined and may have originated from the surgical site or other surgical accessories used during the surgery. All pertinent information available to abbott medical optics has been submitted.